Manufacturer narrative:
Combination product: yes (B)(6) 2026 the lead was explanted. (B)(6) 2025 correction: patient was not shocked by the device. Only noise was reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 correction: patient was not shocked by the device. Only noise was reported.

Manufacturer narrative:
Combination product: yes. 27-oct-2025 correction: patient was not shocked by the device. Only noise was reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was noted on this rv lead and patient was shocked by the device. Lead currently remains implanted. Should additional information be received this file will be updated.